Event description:
It was reported that during a procedure on an unknown date in 2025, instrument tips do not meet properly. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 8030965-2025-02435 is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent under mrn 8030965-2025-02435.